Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The root cause and the source of the customer reported problem was found during the review of the service and repair device history records (DHR). The pump's manufacturing device history record (DHR) was found to not be related to the customer's reported problem. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed syringe plunger not in place in history. During the functional testing syringe plunger not in place was found at syringe test also failed syringe plunger sensor reading. The service and repair technician did not glued plunger board when pump previously sent in for repair. The root cause of the problem was service and repair's incorrect assembly of the device. Service and repair responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The customer's reported issue, issue root cause, and issue responsibility was reviewed with the technician responsible for the incorrect assembly of the customers pump. It was determined that the responsible technician has an extremely low occurrence of field failures as a result of incorrect assembly of a pump. No further corrective action is required. R eplaced plunger board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the pump exhibited a plunger not in place error message. No patient injury was reported.